Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Pt's daughter stated that she tested her mother twice on (B)(6) 2012 and got a "lo" error with a blinking drop above the strip. When she told the physician that the meter said "lo", the physician increased the pt's coumadin dose. On (B)(6) 2012, pt obtained a result of 8.0 inr at the lab. Pt's therapeutic range is 2.0-3.0. Pt sometimes milks the finger.

Manufacturer narrative:
Investigation pending.